Manufacturer narrative:
It was reported that the left rear wheel of the rollator broke resulting in an end-user's injury that required an unknown number of stitches. Despite good faith efforts to obtain additional information, the reporter was unable or unwilling to provide any further details related to the reported event. Due to the reported incident and required medical intervention, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the left rear wheel of the rollator broke resulting in an injury that required an unknown number of stitches.